Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose reached 368 mg/dl at the highest. A system check with tandem technical support at time of report confirmed that the pump and cartridge functioned as intended and the occlusion was located in the infusion set tubing; however, customer maintained that the pump was the cause of the occlusions. Reportedly, the pump supplies were changed to address the issue. Customer did not respond to multiple contact attempts from tandem to provide additional assistance.